Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and different issue was identified.

Event description:
It was reported that the battery gauge was fluctuating. Tandem technical support reviewed pump data and verified the pump battery gauge fluctuated on the event date. The customer's blood glucose was 300 mg/dl. Reportedly, customer was admitted to the hospital. Contact declined to provide further information regarding the hospitalization. Customer reverted to using manual injections for insulin therapy.